Manufacturer narrative:
The solitaire device was not returned for analysis. Attempts have been made to gather additional information. However, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the solitaire was defective or that it malfunctioned, but rather a procedure and patient condition related event. However, the eact cause is unknown. Headache and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Per the solitaire instructions for use: indications - the solitaire¿ fr revascularization device is intended to restore blood flow by removing thrombus from a large intracranial vessel in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. MDR linked with: 2029214-2018-00824, 2029214-2018-00825. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an arteriovenous malformation (avm), the marathon catheter was alleged to have broken in the proximal section. The patient was reported not to have symptoms related to this device malfunction. However, post the intervention the patient did experience a headache and did expire sometime afterwards. The patient was being treated with onyx for an arteriovenous malformation. The onyx was being injected for approximately 4-5 minutes into the treating vessel. Upon retrieving the marathon microcatheter by creating tension to the catheter tip (multiple times). The catheter separated in the proximal area releasing some onyx into the parent artery. A solitaire stent retriever was the used to plasty the onyx to the parent artery wall. It was also reported that an attempt was made to retrieve the broken catheter, with the solitaire device with no success. The patient was sent to pacu intact, an hour later, the patient complained of a headache and began to decline. The patient ultimately did pass away.